Event description:
Boston scientific received information stating, the patient experienced phrenic stimulation from the lead. The patient's implantable cardioverter defibrillator was reprogrammed the stimulation. No other details provided. Event date (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).